Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported that the patient was discharged from the hospital for heart failure symptoms. On the way home from the hospital the patient experienced dysarthria, sinus/facial pain, left facial numbness, left hand tingling and lower extremity weakness. The patient presented to the emergency room (ER). Computerized tomography (CT) scan was performed and determined "unremarkable"/negative. International normalized ratio (inr) was 2.1. The patient was transported to another hospital and admitted. A computed tomography angiography (cta) was ordered. All symptoms have resolved, however patient stated that they still felt "foggy". The patient was diagnosed with a transient ischemic attack (tia). The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.